Event description:
It was reported that the customer had inaccurate readings occur with their glucose sensor. The customer's insulin pump and their glucose sensor had significantly different values. The customer's blood glucose level was reported at 300 mg/dl. Customer will stop using sensor until they meet trainer for proper instructions. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.